Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2025-12894. It was reported that interrogation of the pulse generator during re-discharge check noted that the patient's right ventricular (rv) lead had dislodged and failed to capture. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead was explanted and replaced due to an unknown reason. The patient was recovering with no adverse consequences reported.